Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is not available. Fields and are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, peritoneal flap tissue got stuck in the clevis of the force bipolar instrument. The surgeon was able to free the tissue from the clevis using another instrument and continue without issues. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during hernia flap dissection. The instrument was in use prior to the reported event for approximately 30 minutes. No tissue was excised due to this event. There was no bleeding or injury to patient. According to the surgeon, there are no concerns about this event causing any long-term complications with the patient. The reporter does not know the patient's current status or if the patient experienced any post-operative complications. The instrument is not available for return to isi for evaluation, and the instrument identification (part, lot) is unavailable. No photos and/or videos of this event are available for isi review. The reporter does not have patient-related information.

Event description:
Refer to h10/h11 for follow-up information.